Event description:
The clinic reported that a laser vision correction patient presented with flap striae following a laser vision treatment in the right eye. The flap was lifted and smoothed to resolve the issue.the patient''s post of best corrected visual acuity is 20/20.

Manufacturer narrative:
(B)(4): the clinic is reporting this event only and indicated that they did not required field service or clinical support.all pertinent information available to amo has been submitted. (B)(4): placeholder.